Manufacturer narrative:
The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient died. The cause of death was not reported. It was not reported if the patient had been hospitalized or treated prior to passing away. The patient expired during pd therapy while still connected to the homechoice claria device. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.